Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site#: 3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site#: 2028159). The manufacturer internal reference number is: (B)(4)

Event description:
The non healthcare professional reported that the system with tag in the unknown eye of a patient, during cataract surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative found the surgical focusing module to be nonconforming, during testing and the module was subsequently replaced. However, based on the information provided, the replaced module could not conclusively be substantiated as a contributing factor to the reported event. The system was found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).